Manufacturer narrative:
A non-sterile mynxgrip vascular closure devices 6f/7f which was involved in the reported complaint was returned for evaluation. Visual inspection of the returned device, showed that the shuttle was disengaged from the black handle. The sealant was observed on the catheter to be punched up, covering the balloon proximal tip and the syringe was not connected to the device as received. The procedural sheath was not returned. It was noted that the sealant sleeve was fully retracted, abutting the green shuttle hub and the stop cock was closed as received. The condition of the received device indicates an incomplete deployment of the sealant. The catheter was inspected for anomalies that may have contributed to the reported event. However, there were no anomalies observed. During functional testing, the shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock. Leak testing was also performed by attempting to inflate the balloon from the returned device with water and the pressure was maintained. A review of the manufacturing documentation associated with lot f1735501 presented no issues during the manufacturing process that can be related to the reported event. Based on the reported information, the condition of the returned device and the investigation performed, the adverse event reported as 'swelling' and the device failing to deploy could not be confirmed, and a root cause could not be conclusively determined. The condition of the returned device indicated an incomplete deployment of the sealant; however, without a reported information of the device failing to deploy, it cannot be conclusively determined why the deployment step could not be completed. The investigation results showed that the returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the device history record (DHR) review nor the device evaluation suggest that the reported adverse event and failure could be related to the manufacturing process of the units. Therefore, no corrective actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following a percutaneous coronary intervention (pci) procedure, there was a small amount of swelling noted. A 6f/7f mynxgrip vascular closure device (vcd) was used in conjunction with a 6f non-cordis procedural sheath introducer (si) for closure. The patient had a history of chest pain. An unknown stent and guide catheter were used during the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel and had no tortuosity. The device was stored as instructed in the labeling. The user was trained in the mynx device. The swelling around the puncture site was noted 60 seconds after closure with the mynx. The patient did not have activity when the swelling was noted. There were no reported issues deploying the device. Manual compression was applied for less than 30 minutes. The patient is noted to have recovered and the hospitalization was not extended. The device was received for evaluation. During the failure analysis, it was noted that the device had an incomplete deployment of the sealant.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, following a percutaneous coronary intervention (pci) procedure, there was a small amount of swelling noted. A 6f/7f mynxgrip vascular closure device (vcd) was used in conjunction with a 6f non-cordis procedural sheath introducer (si) for closure. The patient had a history of chest pain. An unknown stent and guide catheter were used during the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was an arterial vessel and had no tortuosity. The device was stored as instructed in the labeling. The user was trained in the mynx device. The swelling around the puncture site was noted 60 seconds after closure with the mynx. The patient did not have activity when the swelling was noted. There were no reported issues deploying the device. Manual compression was applied for less than 30 minutes. The patient is noted to have recovered and the hospitalization was not extended. A non-sterile 6f/7f mynxgrip vascular closure devices which was involved in the reported complaint was returned for evaluation. Visual inspection of the returned device showed that the shuttle was disengaged from the black handle. The sealant was observed on the catheter, bunched up, covering the balloon proximal tip and the syringe was not connected to the device as received. The procedural sheath was not returned. It was noted that the sealant sleeve was fully retracted, abutting the green shuttle hub and the stop cock was closed as received. The condition of the received device indicates an incomplete deployment of the sealant. The catheter was inspected for anomalies that may have contributed to the reported event. No anomalies were observed. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). Leak testing was also performed by attempting to inflate the balloon from the returned device with water and the pressure was maintained. A device history record (DHR) review of lot f1735501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site swelling is characterized as an abnormal raise at/near the access site as a result of fluid accumulation. This is a common post-procedural complication associated with any puncture site, and are frequently related to stick technique, and/or procedural/handling factors of the device used during the procedure. The reported complaint of swelling could not be confirmed through analysis of the device due to the nature of the complaint and since procedural images of the swelling were not provided. The exact cause of the swelling could not be determined. However, the device was received in a condition which indicated that there was an incomplete deployment of the sealant during patient use. Patient factors and handling factors (device was returned with incomplete deployment) may have contributed to the swelling reported since the sealant was not deployed at the lesion. Additionally, the exact cause of the incomplete deployment found could not be conclusively determined. According to the product instruction for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. The IFU also states that prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The investigation results showed that the returned device performed as intended per the mynxgrip IFU. Based on the device history record review and product analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.